Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2012 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was the patient was having surgery on their back for device because it was broken and did not work. When asked to clarify pt said according to CT scans it showed the wires were all broken in their back for the stimulator. Pt noticed the issue probably a month ago and they worked with a manufacturer representative (rep) to get it working on a channel but it quit. Pt did not know what was broken for sure yet until surgery for the wires or something was broken. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. Patient was seen at his physician¿s office on (B)(6) 2024. He complained of not being able to turn up his program. He was getting a ¿settings not available¿ message. Patient¿s system was interrogated. Impedances revealed all electrodes except 8,11 and 14 in the ¿avoid¿ or ¿do not use¿ category. The ranges were anywhere from 1020 to 40,000. The patient denied any recent falls or adverse events. The patient was programmed to his satisfaction with the remaining three ¿good¿ electrodes. He felt paresthesia bilaterally from the low back to his toes. Additional information was received; patient reported that they constantly get the settings not available message. Patient stated that they cannot change their intensity at all and have not been able to use their device since the message first popped up. Patient noted that they have been living off their oxycodone since they cannot use their device. Patient noted that they have been trying to get ahold of mdt rep but have not been able to get ahold of them or anyone to help assist. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, lot# serial# (B)(6), implanted: (B)(6) 2012, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient was seen at his pain physician¿s office on (B)(6) 2024. He reports that he cannot turn stimulation up. His system was interrogated . He has two functioning electrodes, which were not able to produce paresthesia to his satisfaction. He and his physician will be discussing a possible lead revision. Avoid: 0-7, 9, 15 do not use: 10, 12-14.